Event description:
It was reported that pump battery did not hold a charge as long as it previously had. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and technical support reviewed device logs and found that battery depletion was about 15 percent per day, with no additional corrective actions documented.